Manufacturer narrative:
The cause for the discordant toxoplasma g (toxo g) results is unknown. Siemens healthcare diagnostics is investigating. The IFU states in the limitations section: "in geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results."

Event description:
A false positive advia centaur xp toxoplasma g (toxo g) result was obtained on a patient sample. The patient sample was repeated and the result was positive. The positive results were found to be discordant with the negative results from two alternate methods. The patient was historically negative for toxoplasma g. Therefore, the negative result was accepted as true. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant toxoplasma g results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2018-00173 on (B)(6) 2018. (B)(6) 2018 correction: in initial MDR, the initial result provided was incorrect. The correct result is 39.4. (B)(6) 2018 additional information: the patient sample was run on the advia centaur xp twice on 4/17 with toxo g lot 229 and twice with toxo m lot 288. The same patient/different sample from 10/3 was repeated on the advia centaur xp on 4/18 with toxoplasma g lot 229 and was negative. Results: date-time toxo g toxo m (B)(6) - 15:05, 39.8, 2.19, (B)(6) - 16:18, 39.4 , 2.13, (B)(6)- 9:58, 2.7, 0.41. (This sample was initially run on (B)(6) with lot 229 and then it was repeated on (B)(6)) the patient sample from 04/17 was sent to a reference laboratory and the result was negative for toxo g. The pateint sample was handled at room temperature and stored at +4°c. The tube collector is from greiner: dry tube without gel. The sample was centrifuged for 15 minutes at 2100 g/m after 30 minutes. The customer reported a false positive result on a pregnant patient with advia centaur xp toxoplasma g (toxo g) lot 061229. The same sample was non-reactive with two alternate methods. A previously drawn sample of the same patient was repeated and the result was non-reactive with advia centaur xp toxo g assay lot 229. Siemens reviewed the customer's toxo g calibration and quality control (qc) data and those were within ranges and comparable with release data. Sample handling was in accordance with the instructions for use (IFU) 10629904_en rev. Aa, 2016-04 recommendations. The sample was not available to be sent in for further evaluation and the sample was not tested with a heterophilic blocking tubes (hbt). While there is insufficient information to determine the cause of the false positive result of the specific sample draw, pre-analytical factors or sample issue cannot be ruled out. Pre-analytic variables can affect the quality of the sample, and deviation from recommended best practices can lead to erroneous results the calculated specificity on this account for toxo g is 99.6%. The relative specificity results from the three studies in the advia centaur xp toxo g IFU range from 99.3% - 99.8%. Based on the available information advia centaur xp toxoplasma g lot 061229 is performing as intended. A product issue was not identified. The instrument is performing within specifications. No further evaluation of the device is required.